Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that ventricular lead impedance was greater than 2000 ohms in the bipolar configuration. Bipolar capture could not be attained. The ventricular lead polarity was changed from the bipolar configuration to unipolar.